Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt who was in ventricular tachycardia, the device displayed a "defib pad short" message. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.